Manufacturer narrative:
Concomitant device: flex x ureteroscope: model number unknown, (B) (4). (B) (4) - no code available: damaged device. The sterrad® 100nx¿ user¿s guide warns: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers¿ instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturers¿ instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The sterrad® 100nx¿ sterility guide does not list the flex x ureteroscope as a compatible device with the sterrad® 100nx¿. The customer was advised to contact the manufacturer of the flex x ureteroscope to discuss the reported damage.

Event description:
The customer reported that ice was found on the packaged load after a cancelled advanced cycle in the sterrad® 100nx sterilizer. The customer described the damage that occured to the flex x ureteroscope that was in the load as looking like an electrical burn. The bottom of the ureteroscope has a fiber optic component that looked worn down. The load was placed in a tray and then wrapped. The customer states that they followed the procedures of the facility protocol for preparing devices for sterilization in the sterrad® 100nx sterilizer. The load was placed on the bottom shelf and was not touching the sides of the chamber. The uteroscope (model number unknown) was only a couple of weeks old and was used every other day.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for damage to customer device trending analysis for damage to customer device issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". There was no sample returned to asp for investigation. The mdm (medical device manufacturer) could not confirm the serial number of the scope provided by the customer, stating it was not a valid serial number. Further investigation is not possible without the scope model and serial number. The root cause of the scope damage is unknown.